Manufacturer narrative:
Unit received with cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. Insulin pump passed prime/compromised force sensor system, displacement and basic occlusion tests. Insulin pump was received with stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump kept alarming motor error. Customer's blood glucose level was 463 mg/dl. She treated her blood glucose level with a manual injection. The insulin pump was exposed to a sonogram. The customer was unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.